Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to implantation of the impella, the patient is already close to brain death, and it is difficult to determine whether the cause is traumatic or cardiac. While on support, the patient endured a cerebrovascular accident (cva) after device removal. The physician could not make a determination of a relationship to the device. The patient expired due to hypoxic encephalopathy that was unrelated to impella.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. B2 required intervention was erroneously selected on the initial manufacturer device report number 1220648-2024-24406. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-24406 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number 1220648-2024-24406.